Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and two similar complaints for this lot number were identified.

Event description:
The account alleges that during a percutaneous transhepatic biliary drainage (ptbd) procedure, the access wires black jacket detached within the patient while attempting access to the patient's biliary system. The physician successfully externalized the foreign body by removing the foreign body (jacket) by hand, liberating the patient from the foreign body. No additional patient consequences to report.